Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, stress test performed revealed abnormal perfusion study consistent with multivessel distribution ischemia and evidence of anterolateral as well as inferior ischemia. The patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The target lesion being treated was located in the distal left circumflex (cx). The lesion was 90% stenosed, 2.25mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.25x24mm study stent. Post dilation was performed. Residual stenosis was 5%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient became less responsive at home. Emergency medical services (ems) was called and the patient was found to be in asystole. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. The patient was taken to the hospital. On admission, it was noted that the patient's pupils were equal but were fixed and dilated, and nonreactive without corneal reflex. The patient's rhythm was assessed on two different monitors which suggested persistence of asystole with few electrical discharges and without any palpable pulse. An additional dose of bicarbonate and calcium chloride was administered considering the patient's history of diabetes mellitus and vomiting. Of note, the patient was having vomiting and diarrhea from past two days. Troponin (2.83 ng/ml) and ck values were noted to be elevated. Per death certificate, the patient died due to myocardial ischemia. Autopsy was not performed.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).